Event description:
Rt (respiratory therapist) obtained a peak flow meter from clean supply stock. Package was intact without signs of tampering. Rt opened and handed pf to patient. Patient noticed that mouthpiece was dirty and appeared used prior to putting the device to their mouth. Upon close inspection, it appeared that there was a dried light brown/white color substance completely surrounding the mouthpiece of the device in a lip-mark pattern. Peak flow meter removed from patient room and patient was given another new device.the device/packaging involved in this event came from the clean supply room. All other devices were checked and none had lip-mark patterns or substances on them. It is unknown how/when the device was soiled or how a soiled device was placed in with the clean supply.note: this product packaging does not have a seal that needs to be broken upon 1st use. Another new product in packaging was obtained. We were able to remove the device from the packaging without having the package appear that it had been opened. It was easy to put the device back into the packaging without appearing that the packaging had been opened. If the packaging had a full edge seal (e.g.: clam shell) or was sealed in a plastic bag, this type of event could be avoided.